Event description:
Note: this manufacturer's report pertains to one of three devices used during the same procedure. Refer to associated MFR reports# 3005099803-2012-05690 and 3005099803-2012-05688 for a description of the other devices. It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system during a procedure on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced urinary problems, dyspareunia, swelling in both legs, stomach bleeding, recurrence of rectocele prolapse, and chronic abdominal and pelvic pain (specifics unknown). All other information is unknown.